Manufacturer narrative:
The lot number was not reported therefore the manufacture date and expiration date are unknown. Conference abstract: digital single operator cholangiopancreatography (socp) in the diagnosis and management of pancreatobiliary disorders: a multi-center clinical experience. Presentation number: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation in an abstract that a spyscope digital access and delivery catheter was used in a study of digital cholangioscopes in the diagnosis of indeterminate biliary strictures, and treatment of pancreatobiliary stones. According to the complainant, there were 98 cholangioscopy, and 7 pancreatoscopy, procedures performed on 105 patients over a six month period. The study found that three patients experienced adverse events that included cholangitis in two patients and pancreatitis in one patient. The abstract did not provide any additional information regarding the patients involved in the study.

Event description:
It was reported to boston scientific corporation in an abstract that a spyscope digital access and delivery catheter was used in a study of digital cholangioscopes in the diagnosis of indeterminate biliary strictures, and treatment of pancreatobiliary stones. According to the complainant, there were 98 cholangioscopy, and 7 pancreatoscopy, procedures performed on 105 patients over a six month period. The study found that three patients experienced adverse events that included cholangitis in two patients and pancreatitis in one patient. The abstract did not provide any additional information regarding the patients involved in the study.